Event description:
The customer reported that she had experienced high bgs (greater than 400mg/dl) within the first day of activating a pod despite having administered a correction bolus. In addition, the pod had initiated an alarm. She restored to manual insulin injections to control her levels. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.